Manufacturer narrative:
After further review it was determined an unexpected surgical intervention did not occur and that the event took place all during the same procedure thus, the event is reported as a malfunction reflected by updates.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va105ng, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare provider (hcp) via a manufacturing representative (rep) reported that a lead would not introduce into the generator. The physician unscrewed the screw entirely and the lead would still not enter the generator. Ky jelly was put on the end of the lead and the lead would not slide into the generator. The implantable neurostimulator (ins) was never implanted and a new battery was opened and used. The issue was resolved at the time of the report. The patient's relevant medical history includes gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the setscrew was backed out too far. There was difficulty encountered when attempting to insert a known good lead into the connector port. The bore of the strain relief insert appeared slightly angled and did not align with the opening of the #0 connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.